Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The event was manifested by ¿hazy¿ effluent and abdominal pain. The patient was not hospitalized for the event. On an unknown date, the patient started treatment with intraperitoneal vancomycin (2g every fourth day for two weeks) for peritonitis. Icodextrin remained ongoing. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.